Event description:
The facility reported to largo customer service an infusion pump with failure code 500. Information was not provided regarding whether or not the device was in patient use when the event occurred. No record of any patient incident involving this pump. No patient injury had been reported.